Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator or obsessive compulsive disorder (ocd). It was reported that the patient was admitted to the hospital on (B)(6) 2017 for observation of tremors and weight loss of 15kg in the past 6 months by their treating psychiatrist. Persistent problems reported by the patient included shakes, twitches, poor memory, poor concentration, confusion, clumsiness, tripping, and lack of energy. In-patient observations included bizarre behavior shortly after the patient would enter their room to sleep. The behavior was described as well-formed visual hallucinations and likely hallucinations in other sensory modalities. Diagnostics/troubleshooting included a CT scan of the patient's brain, a chest x-ray, crp, esr, fbc, ana, e lft, tsh, vitamin b12, folate, hydroxycalciferol, msu - which were all normal. The patient's montreal cognitive assessment (moca) score was 21/30. It was then noted that the hcp ceased the patient's lithium carbonate medication and added clonazepam 0.5mg nocte as they hypothesized that the issue was caused by a rem sleep disorder related to a lithium reaction. The patient was discharged on (B)(6) 2017 as there was a complete remission of symptoms; the event was considered resolved. The event was stated to be not related to the device/therapy. Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the etiology was updated to unlikely related to the device/therapy. It was also noted that the patient previously experienced a perceptual and behavioral disturbances where they were notably wandering in the night. Worsening of myoclonic jerks were also noted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The ins was implanted in (B)(6) 2017. No further complications were reported/anticipated.